Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. It was noted that the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she was receiving an unknown error code with her adc blood glucose meter upon test strip insertion. The customer stated she was "hospitalized last week" because she was unable to test her blood sugar. The customer further reported when she went to the hospital they got a reading of 500 mg/dl. The customer refused to provide further details about her medical event, stating she was feeling "dizzy". There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.

Event description:
A customer reported she was receiving an unknown error code with her adc blood glucose meter upon test strip insertion. The customer stated she was ''hospitalized last week'' because she was unable to test her blood sugar. The customer further reported when she went to the hospital they got a reading of 500 mg/dl. The customer refused to provide further details about her medical event, stating she was feeling ''dizzy''. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported she was receiving an unknown error code with her adc blood glucose meter upon test strip insertion. The customer stated she was ''hospitalized last week'' because she was unable to test her blood sugar. The customer further reported when she went to the hospital they got a reading of 500 mg/dl. The customer refused to provide further details about her medical event, stating she was feeling ''dizzy''. There was no report of death or permanent injury associated with this case.